Event description:
It was reported that the "pt reports that he awoke at 06:00 and cvc was out."

Manufacturer narrative:
One intact 14f x 32cm split cath iii was returned for eval. A visual examination of the device revealed no visible damage to the catheter. The cuff is intact in the correct location on the lumen. There is evidence of blood on the cuff. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. We are unable to determine the exact cause of this event; however, info provided noted that the pt has a history of infections, vasculitis and alcohol abuse, all of which can adversely affect wound healing and tissue in-growth.